Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a physician via office staff member. This case concerns a (B)(6) male pt who experienced left knee swelling, left knee pain, left knee effusion and "blood in left knee joint" (hemarthrosis) after receiving treatment with synvisc. No medical history, past medications, concurrent conditions and concomitant medications were reported. On (B)(6) 2013, the pt initiated treatment with synvisc injection (route of administration and batch/lot number unspecified) at a dose of 02 ml weekly with expiration date on (B)(6) 2015 into his left knee for osteoarthritis. The second injection of the series was administered on (B)(6) 2013. Few days later, on unspecified dates in (B)(6) 2013, the pt developed left knee effusion, left knee swelling, left knee pain and blood in the left knee joint (hemarthrosis). On (B)(6) 2013, the pt's knee was aspirated and the fluid was sent to the laboratory for analysis. Action taken: withdrawn (not otherwise specified). Outcome: unknown. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criteria: the event of "blood in left knee joint" was assessed as serious per the new ime list. Pharmacovigilance comment: sanofi company comment dated on (B)(6) 2013: this case concerns a pt who had blood in left knee joint after receiving treatment with synvisc for osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however role of underlying osteoarthritis in causation cannot be ruled out.